Manufacturer narrative:
The ventilator was evaluated by ventec where the reported issue it being unable to maintain peep (positive end expiratory pressure) and having low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the external flow module to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator had "abnormal" tidal volume levels. No further information about the issue was provided. There was no patient involvement associated with the reported event. Upon evaluation of the device, ventec observed that it was unable to maintain peep (positive end expiratory pressure), and its exhaled tidal volume (vte) levels were low.